Event description:
Customer's son stated that his father attempted to test on the compact meter, but the meter was unavailable for use and would not turn on. Father's blood sugar fell low and he felt dizzy and fell. Father was transported to the hospital, was admitted, and stayed for 3 days. No treatment information was provided, other than to state that the hospital staff had a difficult time controlling the customer's blood pressure. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.